Event description:
It was reported and confirmed that the patients pump had flipped. It was indicated that the pump kept flipping, so it was replaced. The outcome of the patient was not provided. According to the manufacturer device registry, the drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6), product type catheter. (B)(4).